Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus and the inspection results of the repair department, phenomenon image goes black/no image was found to be a result of the broken image sensor unit, olympus presumes that electronic component was damaged by short-circuit at the ccd (charged coupled device) cable causing the image to disappear during angulation in up direction. However, olympus could not determine a root cause of the damaged component. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a black screen. The issue occurred during unspecified procedure and was completed on a similar device. There were no reports of patient harm.